Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber got broken after been used for 6 minutes 22 seconds with 13884 joules. The procedure was completed with another fiber without patient complications.